Manufacturer narrative:
This follow-up report is being submitted to relay additional information. .

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the polyethylene liner to address patellar instability approximately fifteen (15) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown segmental femoral component catalog#: ni, lot#: ni, unknown segmental tibial component catalog#: ni, lot#: ni. G2 - report source - foreign: although the event was reported through a zimmer biomet representative in switzerland, the reported event was noted to have occurred in denmark. The surgeon and hospital are unknown. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the polyethylene liner to address patellar instability approximately six (6) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was ambulating with a wheeled walker approximately 3 months post-op and was experiencing difficulty extending their knee, which the patient compensated for by a rotational movement of their hip during their gait. The patient was also experiencing pain during activity and had a tendency to fall. X-rays showed low-lying patella and examination revealed lateralization of the patella during flexion and extension. Subsequently, the patient was revised. Only the poly liner was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.